Event description:
It was reported that the patient presented in clinic for a follow-up with multiple episodes of ventricular noise. The device has recorded several vf episodes which resulted in inappropriate high voltage therapy. Review of the stored egms suggests true lead noise. Decreased pacing lead impedance and high capture threshold were observed. The noise was reproduced with isometric test and arm movement. The lead was capped and replaced. Insulation anomaly was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.